Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer followed the prompt in the tandem mobi mobile app to remove and load a new cartridge, and no previous reports of similar alarms were noted with this pump.